Event description:
It was reported that a flogard infusion pump was "out of service". There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site and the sample was functionally tested. The reported condition, "out of service", was more specifically identified as an air in line alarm. The reported condition was due to the air sensor being out of calibration. To correct the issue the air sensor was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.